Event description:
Hip revision. Surgeon suspected due to septic loosening of stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A review of device history records found no related manufacturing deviations or anomalies, the lot met specifications. The investigation can draw no conclusion with the information provided. The patient was implanted circa 2008 and explanted in (B)(6) 2012. It is not likely the device contributed to the patients reported infection 4 years after implantation. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.